Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient wore the pump in the pool while swimming, received a loss of prime alarm and could not clear that alarm with the ok keypad button because it would not respond when pressed. There is no further information available at the time of this report. There is no adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4): testing was unable to duplicate the reported unresponsive keypad issue. The keypad was intact and the contrast", "up", "down", and "ok" keys responsive. The keypad was removed to investigate, no evidence of keypad contamination, or misaligned contacts were found. Pump cover was removed to inspect keypad flex and flex connector with no defects found. The pump was returned with audio bolus button detached: moisture corrosion was visible on the bolus button switch.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.